Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reporter via phone call that insulin pump rejected new batteries and also receive failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer also receive unexplained no delivery alarms and had to rewind the insulin pump more than once. The insulin pump will not be returned for analysis.